Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. The complaint device was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29 transcatheter aortic valve, a heavily c alcified valve was encountered. During pre-dilation with a 22mm balloon, an indent was observed on the balloon. The first valve screened showed a misload with crowding touching node 4. A new kit was used, and the second valve screened showed crowding between nodes 3 and 4, but not touching node 4. During implant, at 80% in cusp overlap view, a suspected valve infold was observed as a dark line in the frame. The valve and system were removed from the patient. The patient was then treated with successful implantation of a 23 millimeter (mm) non-medtronic (sapien) valve with a good result . No patient complications have been reported as a result of this event. Additional information was received to report the valve load procedure was performed by an experienced valve loader. The infold was noted in the valve frame upon the first deployment. Per the physician, "notable" calcium was present at the native annulus which may have influenced the infold. The valve infold resulted in a procedural delay as a new valve and system were prepared for the procedure.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013055626); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013081647); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29 transcatheter aortic valve, a heavily c alcified valve was encountered. During pre-dilation with a 22mm balloon, an indent was observed on the balloon. The first valve screened showed a misload with crowding touching node 4.  A new kit was used, and the second valve screened showed crowding between nodes 3 and 4, but not touching node 4. During implant, at 80% in cusp overlap view, a suspected valve infold was observed as a dark line in the frame. The valve and system were removed from the patient. The patient was then treated with successful implantation of a 23 millimeter (mm) non-medtronic (sapien) valve with a good result . No patient complications have been reported as a result of this event.